Manufacturer narrative:
The pipeline, pushwire, marksman catheter, and snare were returned for evaluation. The pipeline was found fully open; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of a p-comm (posterior communicating) aneurysm. During pipeline deployment, it was reported that the pipeline would not open distally despite manipulation of the microcatheter. The pipeline was removed from the patient with a snare.no injury was reported with the patient as a result of the procedure.